Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's grandmother reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2016. The customer's blood glucose was 489 mg/dl at the time of incident. The customer's grandmother also reported that they also experienced high blood glucose of 362 mg/dl. The customer's grandmother's blood glucose was 247 mg/dl at the time of call. The customer's grandmother stated that they treated the high blood glucose with the insulin pump. The customer's grandmother stated that there were no setting issues. The insulin pump will not be returned for analysis.